Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3389-40, lot# l74013, implanted: (B)(6) 2000, product type: lead. Product ID: 3387s-40, lot# v799769, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was focal erosion of the skin around the area of the leads. There was no apparent infection or other related symptoms. The patient had accidentally hit their head on an object. The object the patient hit their head on and the circumstances were unknown. A physical exam was done by the hcp and they decided to remove the system due to complete resolution of essential tremor symptoms and need to repair the eroded skin site. The system was successfully removed on (B)(6) 2016. The patient was alive with no injury. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.